Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: (B)(4). During remote monitoring, oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and believed the oversensing was caused by a loss of capture, however, it was unclear whether the loss of capture was occurring on the rv lead or the right atrial (ra) lead. Reprogramming was recommended, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.